Event description:
Revision surgery - the patient's hip dislocated twice.

Manufacturer narrative:
The reason for this revision surgery was identified as dislocation after 1.5 months of patient use. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of by the hospital and not returned to djo surgical for examination. A review of the device history records showed one non-conforming material report associated with this product; ncmr #(B)(4) involved one part over the tolerance range. The dimension will not result in an interference of fit or function. A review of the product complaint report history shows this is the fifth complaint for this lot number: one due to dislocation, one for device loosening, one malposition, and one was indeterminate. This is the first complaint for this lot number. The root cause for the dislocation could not be determined with confidence. Several factors not related to the implant can play a role in dislocation such as; loose joint from inadequate soft tissue and patient activity. There are no indications of a product or process issue affecting implant safety or effectiveness.